Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from the healthcare provider (hcp) reported it was unknown if the device was replaced with a manufacturer's product.

Manufacturer narrative:
The device was analyzed. No significant anomalies were found. The ins ((B)(4)) had reduced capacity due to overdischarge. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The evaluation conclusion code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The device manufacturer's representative (rep) reported an alleged overdischarge. There is no communication that can be established with the patient programmer (pp) or the implantable neurostimulator recharger (insr). The last successful recharge was "last week". The patient attempted the antenna locate (al) feature to determine optimal antenna position, got it in the 90's. The patient tried charging and was unsuccessful. It was reviewed how to perform a physician mode recharge (prm). The rep was to clear the power on reset (por) as soon as the implantable neurostimulator (ins) was 25% charged. The patient was to follow up with the health care provider (hcp). The patient was charging last week and was between 25-50% with zero coupling boxes. The patient stated he charged for six hours and when he finished he tried to communicate using the pp to turn the ins on, but couldn't. He kept getting the poor communication screen. When the rep tried to use the external components today, he could not connect with the pp, insr, or the clinician programmer. The insr wouldn't charge the ins. The rep did not have another insr he could try. The rep was proceeding as if this was an overdischarge even though the circumstances do not line up as if it was one. Medical history includes spinal pain. Additional information received stated the patient decided to have the stimulator removed as he didn't feel as though it was helping. The rep was unsure as to the date of the removal. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.